Event description:
It was reported that customer experienced alarm 25 and blood glucose reading showed as high, but specific value was not known. There was no reported impact to the customer¿s blood glucose level. Customer gave correction dose through pump and did not need help from others, and technical support explained that alarm indicated cartridge was removed during pumping, which customer understood and acknowledged.